Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked. The blade was broken during the analysis. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during an unknown surgery, the doctor tried to mobilize omentum and the tip of the ace36e was broken. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.